Event description:
Pt presented with hypotension. Found to have distal stent migration and ruptured abdominal aortic aneurysm. Required conversion to aorta iliac unigraft and femoral-femoral crossover. Pt discharged without endoleak but expired in nursing home.